Manufacturer narrative:
The end-user described as they were exiting their transport vehicle, when nearing the end-of the ramp, they misjudged where the end of the ramp was and when turning, dropped the drive wheel off the right side of the ramp. End-user stated they didn't think the drop was very deep, but stated the chair dipped violently down to the right and fell over on its side. End-user stated when they fell, their face struck a vehicle in the adjacent parking lot which resulted in some injuries to their face and head. End-user stated they were taken to the local hospital for evaluation and were treated with butterfly sutures for the lacerations. The end-user did not attribute this event to any deviation or malfunction of the device, but wanted permobil to be aware of the event. The end-user reports the device remains fully operational with no known issues following the event. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report as end-user was driving down the ramp while exiting their transport vehicle, the device allegedly tipped over on its side causing the end-user to fall out of the seating. Report claims the insuring fall caused the end-user to strike their head on a motor vehicle parked in an adjacent lane. Reports indicate the end-user was taken to the local hospital for evaluation and treatment of head injuries.